Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect, reported on 01/26/2010. There was no known accident or incident related to the complaint. The pt was at home and was in contact with the implantable neurostimulator-managing hcp and the field rep about the complaint. The device was successfully reprogrammed. The pt was still having problems with the implanted system. It was also reported that the pt had surgery to address a problem with the system on (B) (6) 2009. No additional info regarding the surgery was provided. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.